Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. During troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique. There was no impact to the customer's blood glucose. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.